Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections d9, h3, h4, h6, and h11 were updated. Based on the results of the investigation, error e433 was caused by a defective high voltage power supply board. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the electrical generator displayed an error: e433. The patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.